Event description:
The event involved a 8" ext set with 0.2 micron filter, clamp, rotating luer. It was stated in the report that the client was receiving chemotherapy and she noticed that something was wet on the armrest. They stopped infusions to find out where the leak was and found that the rigid plastic tube had come out of the center of the filter that was on the paclitaxel line. The medication on the affected line had already been infused, flushed and the line clamped about 45 minutes prior. At the time of the incident, it had been running normal saline only, at 30 mls/hr. There colleague assisted with the cleanup of the spilled normal saline and desk nurse was made aware. The affected line was removed. The other chemotherapy line was not affected. There was patient involvement, no patient harm and unknown delay in infusion

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.